Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft rupture and vessel dissection occurred. The target lesion was located in the left internal mammary artery(lima) to the left anterior descending(lad) artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 26 atmospheres, the shaft of the device ruptured causing a severe dissection of the lima. The dissection was treated with implantation of two stents and the procedure was completed. No further patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen, balloon and wire lumen. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge 11cm from the proximal balloon weld. The shaft was kinked 9.2cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated at 26 atmospheres. The direction for use states: "inflate the balloon slowly to the appropriate pressure to perform dilatation. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
It was reported that shaft rupture and vessel dissection occurred. The target lesion was located in the left internal mammary artery(lima) to the left anterior descending(lad) artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 26 atmospheres, the shaft of the device ruptured causing a severe dissection of the lima. The dissection was treated with implantation of two stents and the procedure was completed. No further patient complications were reported and the patient's status was fine and stable.